Manufacturer narrative:
The sample was in a closed tube. Qc was within established ranges. A bci field service engineer (fse) inspected the unit and determined that the autogloss was not being delivered properly and tube number 301 was pinched. Fse replaced the tube accordingly.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous low urea nitrogen (bun) and creatinine (cr-s) results on one patient sample generated the unicel dxc 600 pro synchron chemistry analyzer. The erroneous result was reported out of the laboratory. The sample was repeated and higher results were obtained and amended results were reported. No change to patient treatment or diagnosis.